Manufacturer narrative:
The investigation for the introducer damage and limb ischemia has been completed. There was no product returned. Clinical details were sufficient to determine root cause. Based on the clinical details provided, the root cause of the introducer damage -mechanical is most likely due to use. The root cause of the limb ischemia could not be determined without additional information. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added the following information: b1 selected adverse event. B2-selected death and date of death. B5-mso review. D6b-explant date. H6 clinical code 1942. H6 impact code 1802 corrections to the initial MFR report. G1 MDR reporting contact email. H1-updated to death.

Event description:
Additional information was provided which states staff was unable to doppler bilateral pedal pulses. Known peripheral vascular disease (pvd). No details were provided on the treatment of the loss of pedal pulses. However, it was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the hemostatic valve separated from the introducer while removing the dilator. The physician stated, ¿it was during an emergency and I might have been pulling hard.¿ the sheath was exchanged for a 13cm. There was no reported harm or injury and the patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.